Manufacturer narrative:
H3, h6; software was returned for analysis. It was reported that the logs were reviewed and observed from one session on the reported date. From one of the application logs observed, instruments used is passive planar and user transitioned from select procedure to navigation, moving back and forth between instruments and acquire images along the way. Accuracy captured from application log is 2.48253. Accuracy captured from comments is 25 mm. There were no exams available. Suggested to recalibrate the device will solve the issue. There was insufficient information to determine root cause of reported behavior. Software logs were not helpful in diagnosing accuracy issues. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was noted that the amount of inaccuracy was "[a]bout 25mm".

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 the device was evaluated in the field. No parts were replaced and the device functioned as intended. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that when a microscope was in use in a case, the navigation system was displaying as if the microscope was focused on the skull, when it was actually focused on the dura. There was no surgical delay and no impact on patient outcome.